Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an abnormal sound was generated and the suction force insufficient during a cataract procedure. The cassette was replaced and the procedure was completed. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and contained a lifted elastomer in returned condition. The elastomer was repositioned to continue functional testing. The sample was tested on a calibrated console and passed priming and performance testing successfully. No system message code was generated during testing. No elastomer lifting or leakage was found during testing. Once the functional testing was completed, a pump segment seal integrity test and an air burst test was performed and met specifications. No abnormal noise or subtle suction was observed during evaluation of the device. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. All lots are verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).